Event description:
A customer contacted baxter (B)(4) reporting that upon trying to connect the yume set and transfer set, the patient found a leak from the yume set connector (connector line) and transfer set. The call center staff advised the patient to contact his doctor for advice on continuation of the therapy, but the patient disagreed and continued the therapy. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Sample availability unknown at this time. A follow-up report will be filed should any necessary supplemental information becomes available. A 510(k) number will not be provided in the emdr, because the product is unknown at this time.